Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized on (B)(6) 2021 due to high blood glucose. Customer blood glucose was over 500 mg/dl. Customer stated symptoms related to high blood glucose that was unconsciousness. Customer stated that they had test ketones. It was unknown whether the customer was using auto mode feature or not at the time of event. Customer stated that the insulin pump was under delivering of insulin. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses on (B)(6) 2021 and insulin pump under delivery. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the hospital date of (B)(6) 2021, there is one insulin flow blocked alarm at 16:15:10 during a bolus delivery and found nine bolus deliveries that the customer manually programmed and delivered at 00:54:39 of 0.7u, 03:23:58 of 0.5u, 06:58:25 of 8.3u, 11:52:47 of 6.6u, 14:24:12 of 5u, 16:15:10 of 5.6u, 18:02:37 of 7.3u, 22:00:14 of 1.9u and 23:36:50 of 2.5u per long trace. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm during testing. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (19.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for the insulin pump under delivery was not confirmed.